Event description:
In primary packaging of tuohy needle (epidural needle 20g x 3 1/2") customer found a spinal needle. The anesthesiologist did not recognize the difference and performed a spinal anesthesia instead of an epidural anesthesia. The pt had respiratory arrest. The pt was intubated for about 2 hours and then was extubated. The pt was hospitalized for 10 hours for observation. The liposuction was cancelled. Medication used: sufentanil citrate 7.5, xylcaine 1%.

Manufacturer narrative:
The hypo-tension is a common side effect of anesthesia. Method codes are based on retention sample evaluation. Evaluation summary: the sample involved in the incident was received on (B)(6) 2012. The returned sample will be analyzed. Fifty retention samples from lot # 0328466 were evaluated and no mix product was found. DHR review was conducted and no anomalies were observed. Complaint history check yielded no other complaints for the lot reported.